Event description:
Reportedly, on (B)(6) 2012, a re-intervention was performed to replace the rv lead because of its fracture. After the operation, several warning messages were displayed (charge time above 40 s, rv and vcs integrity, integrity, significant number of recorded sustained episodes. On (B)(6) 2012, upon device interrogation, in addition to the previous warning messages, a device reset had occurred on (B)(6) 2012 and the device had reached the eri (elective replacement indicator). Accordingly, the device was replaced on (B)(6) 2012 and will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.